Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor icon for an alert detected on this cardiac resynchronization therapy defibrillator (crt-d) was displayed on this patient's remote monitoring system. The patient was referred to their physician. No adverse patient effects were reported. Remains in service.